Event description:
Sponntaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: this case belongs to one patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 869 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("essure were intramyometrial") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. D87030) inserted. The patient's past medical history included tonsillectomy, anxiety, psoriasis and twin pregnancy. Insertion procedure on (B)(6) 2016 without intercurrences. Concurrent conditions included hypothyroidism, smoker and marijuana use. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) with abdominal pain lower. The patient was treated with surgery (essure removal on (B)(6) 2016, and a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: there is a direct relationship between essure insertion and pain. The mechanism of pain is difficult to explain because perforation and other causes were ruled out. The outcome after surgery is unknown, due to loss of contact with the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Ultrasound scan - in (B)(6) 2016: correct echographic control of implant at 3 months; on an unknown date: echography normal, essure was intramyometrial. (B)(6) 2016, laparoscopic exploration showed a completely normal inner genital apparatus. Without consequences/sequels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: regulatory authority was added as reporter; patient¿s medical history, height, weight, and date of birth added; removal method of essure: bilateral salpingectomy; primary reason for removal was pelvic pain (start date (B)(6) 2018); pelvic pain was added as event; physician commented there is a direct relationship between essure insertion and pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("essure were intramyometrial") in a female patient who had essure (batch no. D87030) inserted. Medical conditions: insertion procedure on (B)(6) 2016 without intercurrences. On (B)(6) 2016, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) with abdominal pain lower. The patient was treated with surgery (essure removal performed on (B)(6) 2016, and a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter commented: there is a direct relationship between essure insertion and pain. The mechanism of pain is difficult to explain because perforation and other causes were ruled out. The outcome after surgery is unknown, due to loss of contact with the patient. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: correct echographic control of implant at 3 months; on an unknown date: echography normal, essure was intramyometrial. (B)(6) 2016, laparoscopic exploration showed a completely normal inner genital apparatus. Without consequences/sequels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc on 23-aug-2018: correction (reporter's occupation) due to internal case review. On 23-aug-2018: updated internal case review: deletion of reporter's occupation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of embedded device ("essure were intramyometrial") in a female patient who had essure (batch no. D87030) inserted. Medical conditions: insertion procedure on (B)(6)2016 without intercurrences. On (B)(6)2016, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) with pelvic pain. The patient was treated with essure removal performed on (B)(6)2016, with bilateral salpingectomy. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter commented: this case belongs to one patient. Laparoscopic exploration showed a completely normal inner genital apparatus. Without consequences/sequels. Physician commented there is a direct relationship between essure insertion and pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: correct echographic control of implant at 3 months; on an unknown date: echography normal, essure was intramyometrial. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: embedded device: (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6)2018: questionnaire provided by physician. Batch number added, insertion and removal dates provided. Events updated to "continuous pain in iliac fossa" and "essure intramyometrial". Causality provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.